Event description:
Hcp reported that during surgery for scoliosis (unrelated to the drug infusion system) the catheter was cut and a new distal section was added. The pump was stopped for the surgery. Caller did not have details regarding the catheter. It was unknown if the total catheter was aspirated. It was believed that the entire catheter was filled with csf. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported there was a baclofen pump malfunction. It was noted the spinal catheter was divided. The patient was hospitalized due to the event. Patient outcome was unknown. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted:unk. (B)(4).

Event description:
Additional information was received that a revision was done on the pump in addition to the already reported catheter revision. It was noted that hospitalization was required. Patient outcome was not provided. A follow-up report will be sent if additional information becomes available.